Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause identified as a mixing pump failure. The device was evaluated upon receipt. It was confirmed that the device was not cooling. The mixing pump was replaced. The pm procedure was performed. Heater, mixing pump, circulation pump, drain valves. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device without error. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool anymore. Per review of wo on 10apr2026, there was no patient involvement.